Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the force bipolar instrument broke during the procedure and a piece of the instrument tip bent and they were not able to remove the instrument through the cannula so had to remove the instrument and cannula from the patient together. Site advised they were able to remove the instrument and cannula with no patient injury. System logs show no associated errors and was able to replace the instrument and complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was found to have bent grip, causing misalignment of the grips. There was a 0.71 mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.